Manufacturer narrative:
The unit has been requested back for evaluation to confirm the cause of the intermittent audio. The unit has not yet been returned.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that during preventive maintenance, he found that unit provided intermittent audio. The biomedical engineer reported that he believes that "there is a loose connector on the pcb". The speaker in this unit was upgraded per z-0664-05.